Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements. The lead had been implanted in the his bundle. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.